Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014. Device evaluation: the insulin pump and cartridge have been returned and evaluated by product analysis on 04/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found loss of prime occurrence. On investigation, the pump powered up properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The investigation confirmed but was unable to duplicate the reported prime issue. Force sensor calibration was found high out of specifications. Pump was opened and the force sensor was removed to further investigate. No anomalies were found and the force sensor resistance reading was within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly, patient attempted to prime multiple times without observing insulin extruding from the end of the tubing and the cartridge was still full after the multiple attempts to prime. Patient reported that the cartridge appears to be loose within the cartridge compartment and the cartridge cap was secured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.